Manufacturer narrative:
The field service engineer (fse) noted the instrument was in the not ready mode upon arrival. The fse noted that when the rake moved to the z-position an error message appeared. The fse noted there were no reaction vessels (rvs) present but the instrument indicated there were 14 rvs present and rv sensor #2 was on. The fse adjusted the rv sensors, performed alignments of the incubator belt to shuttle transfer, and noted rvs were being transferred smoothly. The fse performed system check which failed the unwashed portion. The fse cleaned the precision valve and successfully repeated the unwashed portion of system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00197.

Event description:
The customer reported discrepant troponin I (access® accutni+3) results, for two patients, involving the access® 2 immunoassay system. This report is two of two referencing the patient on the event date noted. The elevated initial result was released to the hospital. As a result, the patient was transferred to an alternate facility as the original facility does not have a catheterization laboratory. The customer stated the receiving facility reported the patient tested negative through an unknown testing methodology and no treatment was given to the patient. There was no patient consequence associated with this event. The customer then analyzed the patient's sample on an alternate methodology, and a negative result was obtained. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.